Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the insertable cardiac monitor implant, the device had noise. The device was attempted for a re-implant, but issue continued. A new device was used. Noise continued; however, the issue was resolved after repositioning. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.